Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7438, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have needed their hip replaced and for the past few weeks prior to date notified they have had procedures such as bone density tests. On (B)(6), their stimulation was suddenly turned off without the patient ever turning it off. When the patient turned stimulation on again they immediately developed dyskinesia and shaking, so they decreased from 1.5 to 1.2 on group a and felt better. It was further poor communication on the patient programmer (pp) which was resolved through troubleshooting and placing the pp directly over the skin. The patient's indication for implant is parkinson's dual and movement disorders.